Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that imaging system's gantry doors would not close all the way. A system reboot did not resolve the issue. There was no patient present when this issue was identified. Onsite investigation was performed and the field systems engineer discovered that the dingus pins were misaligned on the rotor door gear, also, the door gear assembly was found jammed causing the reported event, both door cap covers needed to be replaced. Manually manipulating rotor to position where door gear could be freed from lower door opening, inserting dingus pins manually in proper position, and replacing the side wall cover along with both door cap covers resolved the issue. No further issues were reported. All replaced parts were discarded by the site and will not be returned to manufacturer for analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that imaging system's gantry doors would not close all the way. A system reboot did not resolve the issue. There was no patient present when this issue was identified.